Event description:
Reported that the precision 500d shoulder-rest does not properly latch to the table top. No patient was involved and no injury was reported. The potential safety concern is that of the shoulder-rest releasing from the table causing the patient to fall from the table.